Event description:
Caller reported the pt had extremely low blood sugar and was in convulsions. A freestyle test was performed on the arm, because they could not get a test on the finger due to the unsteadiness of the customer. The result of the test was 63 mg/dl. The paramedics were called and the customer was transported to the hosp where glucagon and dextrose were administered. The reported freestyle reading was inconsistent with the customer's symptoms and treatment.